Manufacturer narrative:
During the evaluation process, the screen freeze was unable to be duplicated; however, the files that were reviewed indicated an unconventional restart.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the cranialmap software froze. The procedure was completed successfully after the system was rebooted; no impact to the patient, clinically significant delays, medical interventions, adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the cranialmap software froze. The procedure was completed successfully after the system was rebooted; no impact to the patient, clinically significant delays, medical interventions, adverse consequences were reported with this event.